Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited the motherboard was not booting up causing a failure alarm sound. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data in b5, d5, e1, e2, e3, g2, g3, h6: medical device problem code. The device was returned to olympus for inspection, and the reportable malfunction was confirmed due to defective motherboard. Based on the results of the investigation, the observed alarm was accompanied by a shutdown (front panel lights off) due to the faulty motherboard, and when this failure occurs, the air feeding will be interrupted, so excessive air feeding will not occur after the alarm. Therefore, it can be determined that no excessive pressure has been generated in this case. However, a specific root cause for the faulty motherboard could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the insufflation unit, the alarm sounds and the screen shuts off. There was a black screen alarm with no error code displayed. The issue occurred in the beginning of an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.